Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which caused the customer's blood glucose levels to exceed the normal range and display as "high" on the cgm, but specific values were unknown. A manual insulin injection was administered to address bg level. Reportedly, the customer reverted to an alternate method insulin therapy.